Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4): product: type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The catheter was plugged and out of place. There was "not much help" on (B)(6) 2018 then on (B)(6) 2018 the patient had the pump refilled and then started working better. The plug had resolved, but it still felt out of place. The event date was noted to be (B)(6), 2018. No further issues were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID:8709, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-jan-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, bupivacaine, and fentanyl all at unknown doses and concentrations via an implantable infusion pump for chronic low back pain and non-malignant pain. It was reported that the patient was having a lot of trouble with legs and hips as they weren't getting pain relief. The patient also was experiencing muscle spasms throughout their whole body. The patient went to the hospital several times. The patient reported their son threw them against the wall 3 times. The patient's doctor did a dye study and determined the catheter was plugged. The patient reported that the doctor pushed through the plug instead of replacing the catheter. The patient doesn't believe the doctor got all of the plug out because they didn't have relief for 2-3 weeks. The patient reported a little bit of relief on (B)(6) 2018. No further complications were anticipated/reported.